Event description:
V-loc 180 needle (ref# (B)(4), lot # n5g1855y, exp date 06-30-2028) broke in the tissue during suturing of a vaginal cuff (in use with endo stitch ref# (B)(4), lot j5j3910ey, exp date 08-31-2030). Imaging confirmed needle remnant in tissue. After attempts to recover the retained object, both laparoscopically and vaginally, the decision was made to close. Patient with no known complications related to this event at time of report.